Event description:
Report from (B)(6), stating the device would not run. The device was not used in surgery. It is unknown if injuries or medical intervention occurred. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported failure of "will not run" was confirmed. The unit did not run and was replaced. If additional information becomes available, a supplemental report will be sent. (B)(4).